Manufacturer narrative:
The customer discovered that a line was pulled off the ise module and fixed the leak. Bci hotline advised the customer to monitor the system.

Event description:
While performing daily maintenance, the customer reported a black tray under the ise module was full of liquid. The liquid overflowed onto the floor. No injury was reported.